Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was not firing and no aiming beam emitted after 111,807 joules and 53:24 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with a second fiber without clinical consequences to the patient. The fiber was returned, and the analysis identified a fiber body break between connector and control knob.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the fiber was not firing and no aiming beam was emitted. However, the identified break in the fiber body could have contributed to not firing and no aiming beam; therefore, the reported event is confirmed based on this finding. It is likely that rough technique or excessive manipulation of the fiber while advancing the fiber down the scope could have contributed to the fiber body break. Based on the analysis results and information available, the interaction between the user and device caused or contributed to the observed fiber damage. According to the device instructions for use (IFU), damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly, and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified there was a fiber body break between connector and control knob. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted identified the aiming beam appeared at the break location. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU states, do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber.. Investigation conclusion: based on the information available, a probable cause of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.